Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that her implant wouldn¿t take a charge. The patient reported that the implant used to be round and smooth, but the implant ¿bubbled up.¿ the patient reported that she put the antenna on the implant and it ¿suddenly¿ won¿t take a charge. The patient reported that there are not bubbles on her skin but where the implant in she can it is ¿bubbly¿ in there. The patient reported that she was afraid it would hurt her. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the circumstances that led to the issues was just that she was trying to recharge. The patient noted that the device had been taking longer and longer to recharge. One day the patient noticed the pocket and recharger started to heat up and the skin was warm and sweaty. The patient didn¿t know if the warmth was coming from the charger or the implant. The patient explained there were more of bubbles and she wasn¿t sure if it was fluid or if it would enter her spine. When asked for clarification the patient stated she was just guessing that there was liquid in the pocket as she had not seen a physician or manufacturer representative since she had it implanted.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Further information received from the manufacturer representative reported that the patient went to charge her device in october and felt hot. The patient was not running a temperature and the skin felt warm with heating and redness. The redness lasted for two days before it resolved and the patient did not see a physician. The patient told the representative that the recharger did not show an error message and stimulation was on and when she felt the heat she turned off stimulation. They could not communicate with any external device and the recharge statistics were pulled and showed the last charge was (B)(6) 2017. It was noted that the programmer had dead batteries and had last been used in (B)(6) 2018.